Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e216 scope communication error and no image issue. Additionally, there was foreign material found in the light guide cover lens, the air water cylinder, and the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible the foreign material could be from the use of simethicone. The most probably cause of the communication error and display malfunction is component failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.